Event description:
It was reported that the patient went to the emergency room due to dizziness and syncope. The patient was also noted to have a heart rate in the 20-30 beats per minute range and the device was set to 70. The device could not be interrogated, had no pacing output, and no telemetry. Two different programmers were tried. It was also reported that the device was at end of life and had early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The device was returned and analyzed. Analysis revealed the device battery was leaking via penetrating cracks in the fillport (fp) weld/ button weld area. Indications are that the crack is a latent failure and did not occur during battery manufacturing. The crack microstructure is consistent with environmentally assisted cracking (eac). No conclusive root causes have been found.